Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04mar2019. International UDI: (B)(4). Reporter phone number unknown. The philips service engineer (se) inspected the device. The se found cracks on both ends of the front and rear top cover. The se replaced the power switch overlay and the top cover to address the issue. The ventilator was returned to use.

Event description:
It was reported that the light emitting diode (led) failed on the ventilator. There was no patient involvement. The event date was not specified; estimate used.